Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1900731 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that first 4 clips applied with no issue, on 5th clip the applier jaws did not seem to return to their fully open position. The surgeon removed the clip and cleared the issue by loading and removing another two clips which had the same issue. This then reset the applier and subsequent clips worked fine.